Event description:
The customer reported that the ventilator display went black and started alarming and would not turn on. The customer reported the unit in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.